Event description:
Medtronic received a report that during an intracranial aneurysm embolization, a flow-diverting dense mesh stent was planned to be used. After the shapeable microcatheter was in place, the diameter of the blood vessel was measured, and the ped2-450-20 stent was selected. However, the distal end of the stent could not be opened. After multiple attempts, it still could not be opened. The entire set of the system was withdrawn, and another model was used instead, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 6mm and a 5mm neck diameter. Landing zone: distal: 4.7mm and proximal: 4mm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed blood retention in the aneurysm. Additional information received reported that the cause of the pipeline failing to open was not determined. The pipeline had been placed in a straight section when it failed to open. The pipeline was retrieved and deployed again to attempt to open. There aren't any additional steps or other devices attempted to open the pipeline. There were no issues with the phenom catheter besides the pipeline failure to open.

Manufacturer narrative:
This device is reported at this time based on analysis findings. The customer reported there was no issue with the phenom microcatheter but it was returned damaged. H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis withing shipping box; and within aplastic bio-pouch. The pipeline flex shield embolization device was returned outside the phenom 27 catheter. ¿ damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be cut at ~6.4cm from catheter hub. In addition, the catheter body was found to be kinked at ~4.2cm from distal end. The catheter tip, marker band were examined; and no damages were found. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheathed. In addition, the pipeline flex shield braid ends were found to be fully opened and damaged. The root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.